Event description:
It was reported that the patient was experiencing pain at the implantable pulse generator (ipg) site. It was stated to look as if the battery migrated from flank towards midline, causing extreme pain and discomfort. The patient wanted an explant, but the doctor talked with the patient and was planning an ipg relocation. The patient had experienced worsening pain over time as well as increased discomfort when applying pressure at the site while sitting. The patient was also experiencing difficulty charging due to the location of the ipg after the migration. An impedance check showed all electrodes to be okay and stimulation was working well. The date was unknown for the battery relocation being planned. No follow-up was required.

Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a160, serial# (B)(4), implanted: (B)(6)2014, product type: lead. Product ID: 977a160, serial# (B)(4), implanted: (B)(6)2014, product type: lead. (B)(4).